Event description:
It was reported that the intraocular lens (iol) was explanted from the patient''s left eye due to the patient not being happy with the outcome of the surgery. It was stated that the lens was replaced with another iol and the patient is fine. No further information was provided.

Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. Visual examination revealed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens optic is torn and one haptic is detached. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the lens condition no further analysis was possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. Results of the final inspection were reviewed to verify the cosmetic and optical properties of the lens. The in-line optical inspection data showed that the lens was within power specification. The lens also met the cosmetic specification. There were no complaint related environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
(B)(4). Explant of an intraocular lens (iol) in a secondary procedure. All pertinent information available to abbott medical optics at the time of this report has been submitted.